Event description:
The customer stated that during a pediatric abdominal colectomy for megacolon treatment, the device cutting trigger would not rebound after cutting, and the jaws of the device would not re-open. It is unk if the device was locked on tissue and if so how it was released from the tissue. After the procedure, the surgeon noted that the blade of the device was protruding outside the jaws of the device. There was no pt injury. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.